Event description:
Pocket infection resulting in system removal. Ra lead and rv lead are biotronik and both were removed as well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).